Manufacturer narrative:
The pump was received with a critical pump error and unable to download due to the corroded electronic assembly. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current, active current, or verify the pump error 35 alarm due to the critical pump error. Corrosion was also found on the motor, force sensor, and battery tube during visual inspection. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call the insulin pump that the insulin pump alarmed pump error 35. A broken force sensor was detected during seating or regular delivery. The blood glucose reading was 11.8 mmol/l. The blood glucose readings at the time of the incident were 27.6 mmol/l. The high blood glucose readings were treated with an injection. The customer was not able to clear the alarm or rewind the insulin pump because the buttons were not responding. There were no significant events prior to the alarm. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.